Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 294.560s. Lot: 7l51203. (B)(4). Release to warehouse date: 19 nov 2020. Expiry date: 01 nov 2030 non-sterile part: part: 294.560. Lot: 76p8876. Manufacturing site: (B)(4). Release to warehouse date: 04 nov 2020. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an ex-fix removal procedure on the patients leg, the attachments and rods were removed and the second to proximal schanz screw snapped just above the threads. The screw became embedded in the femur. It is unsure whether the screw broke prior to the procedure, or with the force when untightening the bolts that were attached to the screws. The device remained in the patient, and no further information was provided. This report is for one (1) 5.0mm schanz screw blunted trocar point 200mm this is report 1 of 1 for (B)(4).